Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed as the angulation issue was duplicated. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure the device's angulation would not retro-flex. Per the customer, there was no patient involvement. Additional information is unavailable at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information and corrected data regarding the reported event. Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.